Event description:
As reported by the patient¿s attorney, an uphold vaginal support system(MFR report #3005099803-2014-00902) and an advantage fit system (MFR report #3005099803-2014-00940) were implanted into the patient on (B)(6), 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.